Event description:
It was reported that, "upon implanting insert it was noticed that the locking ring was not secure on one side".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.